Event description:
It was reported the patient experienced a loss of therapeutic effect and no stimulation sensation. There was not a greater than 50% reduction in symptoms. The patient was reportedly 2 weeks post op. During post-op, stim was fine but they turned it off and the patient hadn¿t used it in the last 2 weeks. The patient reportedly had shingles. It was noted the stimulator was for the patient¿s shingles flare up. Shingles pain was why the patient received the device. The manufacturer representative (rep) had the amplitude up to 10.5 volts with no stimulation. Impedances were checked and were normal. While ¿neutral sitting up¿ they measured 400-541 ohms and measured 399-502 ohms when lying down. Stimulation was confirmed to be on. The rep had been moving electrodes up and down the lead. The implantable neurostimulator (ins) was charged to 50%. No falls or heavy lifting was reported. The rep was going to continue to reprogram and get and x-ray. The cause of the event was determined. An x-ray was taken and showed the lead was no longer in the epidural space. A revision was required on 2014-10-04. The patient had slightly greater than 50% relief with stimulation in her left shoulder, arm and into fingertips. The patient was unable to get good coverage in the chest area and still had pain there. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).